Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. The customer indicated that the pads involved were discarded. The claim will be reopened if the unit is returned for evaluation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.